Event description:
A micro drill medium straight attachment was sent for evaluation because it was getting warm during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event w as associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.